Event description:
Kimberly-clark received a report stating, "the patient's trach care came off without reason(this event could be attributed to patient movement). An attempt was made by the patient to reattach the trach care, thereby connecting the suction port into the trach opening. The protection cap was attached to the suction port. The protection cap was lodged into the trach opening. The patient's airway became occluded. The patient's heart stopped pumping. A nurse initiated cardiopulmonary resuscitation and the patient was resuscitated." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The lot number for the device reported in the event was provided, and review of the device history record is pending. Kimberly-clark received for analysis one portex tracheostomy tube obstructed by a blue plastic object inserted into the proximal end. The object was removed. It appears to be an end cap from a kimberly-clark closed suction catheter. Directions for use state, "attach thumb control valve to suction tubing. Once connected to a patient, the end cap should be discarded as the control valve is now connected to the suction tubing." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.